Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer would not calibrate; attempts with a different stylus did not resolve the issue. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus of the device would not calibrate; the stylus would not align with the cursor on the display screen of the device. The connection between the xy-board and the display was re-seated, the stylus was calibrated, the hard drive was reconfigured, and the software was reloaded. The device passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.